Event description:
It was reported that during percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a non calcified and moderately tortuous arteriovenous fistula. On the third inflation, the f/g sterling otw 4.0 x 40/40 (4f) balloon ruptured. To what atmospheres is unknown. The balloon was removed intact. The procedure was completed with a different device. The patient's status is listed as good with no complications.